Event description:
It was reported that during an pancreatoduodenectomy procedure, the hand switch became non-functional. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 02/06/2009. Information anticipated, but unavailable at this time.